Event description:
The user reported that the switch sparked. Our investigation confirmed that the cord had a small cut in it near the switch that probably caused the spark.

Manufacturer narrative:
The user reported that the cord sparked. Our investigation confirmed that the spark was caused by a small cut in the cord near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. This particular pad showed signs of use outside the instructions as the pad was folded and bunched with the cord bent significantly.